Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continue to exhibit high out of range pacing impedance measurements. The device and lead remain implanted. There were no adverse patient effects reported.